Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a mis lumbar surgical procedure, it was noted that the bur broke while removing it from the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that issues identified with the associated attachment (5407120950a s/n:(B)(4)) may have contributed to the bur break. The quality investigation is complete.

Event description:
It was reported that after a mis lumbar surgical procedure, it was noted that the bur broke while removing it from the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.